Event description:
A hospital reported that they were unable to connect the heater wire to an rt340 adult dual-heated evaqua1 breathing circuit as the circuit pins were bent. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint breathing circuit was returned to the manufacturer for evaluation. The pins of the expiratory limb were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pin of the expiratory limb was split, therefore full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user.

Event description:
A hospital reported that they were unable to connect the heater wire to an rt340 adult dual-heated evaqua1 breathing circuit as the circuit pins were bent. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.